Event description:
It was reported that 2 weeks post implant, the patient started having "pain that lasts for 50 seconds everyday at the same time". Patient was advised to consult with his physician and to journal his actions at the time of the pain. The device remains in use. No further patient complications have been reported as a resultof this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.